Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during investigation, investigators were unable to duplicate the unresponsive keypad complaint. The keypad cover was found to be undamaged, and all buttons were found to be responsive. The keypad cover was opened, and no contaminants were found under the contacts. The pump was opened, and no intermittent conditions were observed on the keypad flex connector. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal left of the grip pad.